Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as intended and without problems. The site reported the revision of the screws was successful and the patient health was not affected. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a posterior spinal fusion surgery for t11-l2. A reference frame was positioned in the t11 and a pedicle screw was inserted in the l2. After the wound site was closed, an x-ray check confirmed that both two screws in the l2 were dislocated (imaging system was used and CT scan images were taken during procedure); the left screw in the l2 was positioned heading to vertebral canal, and the right screw in the l2 was inserted in the body of vertebra without passing through pedicle of arch of a vertebra. The screws were revised successfully. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: unique device identification (UDI) is out of scope as the product is not released for distribution in the united states.